Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: revision of the device has been reported and there was no allegation that the device was a contributor to this event. No explanted devices have been received in respect of this patient for analysis. Manufacturing records have been reviewed and the device(s) met specification prior to placing on the market. If further information is received indicating that the device was a contributor or there is an alleged deficiency of the device then this event will be re-opened for evaluation. Device history lot: the DHR analysis of the batch 2117493 indicated shows an initial conformance of the product with regards to its specification. For this batch, there was no deviation or non-conformance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Deceased patient form stated that the caused of death was cardiac failure. Added date of birth, patient harm and date of death. Doi: (B)(6) 2006; dor: (B)(6) 2011; right hip.